Event description:
It was reported that the lead had a high impedance and possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated that the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted that on (B)(6) 2015, rv (right ventricular) pacing impedance measured to 2768 ohms in an increasing impedance trend which measured 1080 ohms during the week ending on (B)(6) 2014, and has continued to rise since then. (B)(4).